Event description:
It was reported that the device was used a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon fired the tsw35 stapler on the pt's right side. The second and the third firings appeared to fire no staples on the specimen (uterus) side. The surgeon observed bleeding mid staple line and could not find staples in that area. An er320 clip applier was opened and several clips were placed along the staple line. The bleeding was controlled and the case was completed without further incident. There was no pt consequence. 04/30/1999 rep called back on 04/29/1999 and stated that a total of 4 reloads had issues, after the issue on the original firing of the device.